Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Father reported that the insulin pump alarmed motor error multiple times during basal and it is causing her blood glucose readings to go high. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.